Event description:
Liner breakage intra-op. When the patient underwent the surgery of total hip arthroplasty, the ceramic liner was fractured at the edge intra-op. After removed of all fragments, changed other device to complete the surgery. The surgery was extended for around 1 hour. The patient was in stable till now.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: liner breakage intra-op. When the patient underwent the surgery of total hip arthroplasty, the ceramic liner was fractured at the edge intra-op. After removed of all fragments, changed other device to complete the surgery. The surgery was extended for around 1 hour. The patient was in stable till now. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment: complaint product picture2 of (B)(4), complaint product picture 1 of (B)(4). The photo investigation revealed that that ea delta cer insert 36idx52od [121881752/4130681] has fractured into multiple pieces. The broken fragments were observed on photo evidence. With the information provided is not possible to determine a potential cause at this moment, however in support of the evaluation performed, the observed damage of the ea delta cer insert 36idx52od [121881752/4130681] may have been caused by a misalignment during the process of positioning the insert. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed for ea delta cer insert 36idx52od [121881752/4130681]. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Device history lot: product description: ea delta cer insert 36idx52od; product code: 121881752; lot number: 4130681. 1) quantity manufactured: (B)(4); 2) date of manufacture: 05/01/2023; 3) any anomalies or deviations identified in DHR: non-conformances associated with this lot. 4) expiry date: 04/30/2028; 5) IFU reference: IFU-78002788. DHR review was performed according to "lot 4130681 for fg DHR for (B)(4)" attached on notes & attachments.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: liner breakage intra-op. When the patient underwent the surgery of total hip arthroplasty, the ceramic liner was fractured at the edge intra-op. After removed of all fragments, changed other device to complete the surgery. The surgery was extended for around 1 hour. The patient was in stable till now. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device along with supplier investigation performed by supplier. Further details of the device's analysis were attached on "240301 final report kiv 23 11 02_rp.pdf". Visual analysis of the returned sample revealed that the rim of the ea delta cer insert 36idx52od is chipped, only one large fragment of ceramic liner was returned for evaluation. Next to the fracture surface signs of metal transfer can be found which indicates small areas of intensive contact between the ceramic liner in the acetabular cup. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence such as a misalignment during the process of positioning the liner in the acetabular cup which may likely triggered the fracture. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A dimensional inspection for the liner was unable to be performed due to post manufacturing damage. A manufacturing record evaluation was performed for the finished device [121881752 / 4130681] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. The overall complaint was confirmed as the observed condition of the ea delta cer insert 36idx52od would contribute to the complained device issue. Based on the investigation findings, a potential cause is traced to component failure. No corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: protocols and acceptance certificate were reviewed. The quality documents show that the data obtained on the femoral head conformed to the specification valid at the time of production. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. Device history review: a manufacturing record evaluation was performed for the finished device [121881752 / 4130681] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing.